Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/19/2023 additional information: h6 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. [1 unopened pack and 2 opened strands] samples from customer received on 2023/02/28. Customer returned samples have been evaluated by [appearance], [knot pull tensile strength], [package appearance] and [suture length] and no issue found. As part of our quality process, the manufacturing record was reviewed and no issue found. Therefore, the root cause of complaint can't be determined. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a tooth extraction procedure on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted to tie a knot with suture. Changed to another one to complete the surgery. There were no adverse patient consequences reported.